Manufacturer narrative:
Correction MDR required to state that the lead was not replaced, only extracted.

Event description:
New information received indicates that the helix was unable to retract during the repositioning procedure. The lead was not replaced, only extracted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to increased capture threshold. It was noted that the lead was perturbed during a previous unrelated generator change-out. The patient was asymptomatic before and after the procedure.